Event description:
A healthcare professional called for help with the facility's contour meters. While troubleshooting, she performed control tests and received a result of 255 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.